Manufacturer narrative:
The medical center has not returned any impella product for analysis and benchtop testing. To date no root cause has been determined. Should the investigation lead to root cause of the pump separation, a final report will be filed.

Event description:
The medical center had an impella cp placed to the left ventricle, for support of patient admitted with multiple cardiac comorbidities. When the cp was placed it was in poor position under the papillary. When the team attempted to reposition the pump, it kinked and fractured to 2 pieces and was fully snared out. The team then placed a 2nd cp pump for support.

Manufacturer narrative:
Since the original report was filed, the investigation into the pump damage has concluded. The cause of the damage and detachment was a user error and improper technique of advancement. The failure mode will be monitored and trended.